Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that a follow up CT scan revealed a proximal type I endoleak. Per the physician, the cause of event was due to patient anatomy, disease progression. The patient will be monitored. No additional clinical sequelae was reported.